Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure eroded into left pelvis and embedded in sigmoid mesentery") in a female patient who had essure (batch no. 6767717) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On an unknown date, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdomin pain") and arthralgia ("joints pain"). On (B)(6) 2010, she had surgical removal of coil(s); unilateral salpingo-oopherectomy). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery essure was inserted on (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, and menorrhagia most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. Case medically confirm. Patient¿s demographics added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: wedged between my vagina and colon causing severe pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (other) please describe and state the location of the perforation: eroded into left pelvis and embedded in sigmoid mesentery, abdominal pain, joints pain. Event foreign body was retrieved and sent to pathology, basically in two pieces was added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure eroded into left pelvis and embedded in sigmoid mesentery") in a female patient who had essure (batch no. 6767717 not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On an unknown date, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdomin pain") and arthralgia ("joints pain"). The patient was treated with surgery (on (B)(6) 2010, she had surgical removal of coil(s); unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery essure was inserted on (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, and menorrhagia . Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.